Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. The main keypad was replaced to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's control panel buttons were intermittently functional. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.